Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported unintended movement sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The discrepancy between what was reported (sleeve steering issue) and what was observed (no sleeve steering issues identified) may be due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. Based on the information reviewed a conclusive cause for the reported sleeve steering issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device has been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One ntr clip delivery system (cds) was successfully deployed at a2/p2. A second ntr cds was advanced; however, while in the anatomy, the cds did not steer as intended. The cds was removed and on inspection, it was noted that the device was properly aligned and keyed. The physician decided to replace the cds. An additional ntr clip was implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.